Manufacturer narrative:
No sample or lot number information has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that a patient experienced post-operative tass in conjunction with product use. Additional information has been requested.